Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73l1700007 investigations did not show issues related to the complaint. The device has not been returned at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that in the middle of a case of respiratory surgery, clips were found already closed at the time they came out from an applier upon loading. No clips fell in a patient. As a result, another ae05ml was replaced by and used to successfully to complete the procedure.

Event description:
It was reported that in the middle of a case of respiratory surgery, clips were found already closed at the time they came out from an applier upon loading. No clips fell in a patient. As a result, another ae05ml was replaced by and used to successfully to complete the procedure.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the rotation tab was bent. The returned sample appears used as there is biological material present on the device. An initial investigation was performed by tfx (B)(4). One loose clip that was fired by tfx (B)(4) was returned closed. See files (B)(4) for investigation photos and (B)(4) investigation for investigation results from tfx (B)(4). This sample was inspected with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to load properly into the jaws of the device. Another attempt was made and the next clip was found to be broken. The sample was received with 3 clips remaining in the channel (including the clip fired by tfx (B)(4)) indicating that 12 clips were fired by the end user. The device was disassembled to inspect the internal components. Upon disassembly, no further damages were observed. It was determined. Other remarks: that the broken ratchet ears caused the clips to get out of position and stack on one another in the channel. The clip stacking caused one of the clips to break and would also lead to the rotation tab getting damaged. Based on the condition of the returned sample, it was determined that the broken ratchet ears were caused by operational context. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip. A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One device was returned. Upon functional inspection, the first two clips were unable to properly load into the jaws but the third clip was broken. The device was found to have broken internal ratchet ears which caused the clips to become out of position and stack on one another. The clip stacking caused the clip to break and the rotation tab to bend. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that the broken ratchet ears were present at the time of manufacturing. The device was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. The broken ratchet ears caused the clips to become out of position and prevented the clips from being able to properly load. Based upon the observed damage, operational context caused or contributed to this event.